Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm replaced the video receiver board as a precautionary measure. The stm then performed all functional and safety tests and passed, meeting factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) is flickering. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.